Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient admit status was not updated. The technical support specialist (tss) received the case and connected to server to check visit ID (B)(6). The patient was admitted on (B)(6) 2025 at 06:21 and discharged the same day at 11:34, explaining why the record no longer appears on the station. An updated email was sent to the customer. The customer replied, confirming no other examples and approved closing the case. The case was marked complete. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis¿ es server patient admit status did not update. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.